Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of below 40 mg/dl at the time of the incident. The customer was at 99 mg/dl at the time of the call. The customer has had several lows with the pump. The customer would suspend the pump and it would resume delivering. The customer was given food, oral glucose, and intravenous fluids to treat. The customer experienced symptoms such as acting funny. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer has lost a lot of weight and their doctor changed heir basals. The insulin pump will be returned for analysis.